Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (severely calcified lesions with 90%stenosis, moderate tortuosity); inherent risk of procedure (stent embolization). Conclusion: known inherent risk of a procedure. (Stent embolization); device failure related to patient condition (severely calcified lesions with 90%stenosis, moderate tortuosity). (B)(4).

Event description:
During the procedure physician treated severely calcified lesions with moderate vessel tortuosity with 90%stenosis in both the lm and lad vessels. The lesions were pre dilated twice with 2.50mm x 15mm balloon at 16atm for 10 s; 30% stenosis remained after pre dilatation. Medtronic stents were implanted in the lm <(>&<)> lad but there was a small interlayer at the remote end of lad. The interlayer was confirmed as a vessel dissection caused by the implanted stent in the lad. It was reported that the device that caused dissection was inspected prior to use without any abnormalities noted. No abnormalities were reported during the stent deployment. It was then decided to use an endeavor resolute drug eluting stent to treat the dissection but the device could not cross the lesion and upon removal from the patient the stent dislodged from the device. It was reported that the stent was present on the device when it was retracted into the guide catheter but when both devices were removed from the patient the stent was missing. Fluoroscopy was performed and according to the physician the stent was not found in the patient and it was not found in the guide catheter. The balloon from the dislodged stent to treat the dissection successfully. The dislodged endeavor resolute stent had been inspected prior to use with no abnormalities noted. No patient complications or other clinical sequelae reported. Patient status is good. Device evaluation: the device was returned for analysis. The endeavor resolute stent had dislodged from the balloon and was not returned with the delivery system. The distal tip of the delivery system was kinked. The balloon folds were open and residue was visible in the balloon and inflation lumen, indicating that the balloon had been previously inflated. Cine images review: the coronary angiogram (cag) shows the left main, lad and lcx. The left main and the lad show a large amount of stenosis in the vessels. The images show the lad and the left main being pre-dilated with a balloon catheter. The images showing two stents being deployed one in the lad and the other in the lad and left main. The images show the first stent deployed in the lad to have a strong outline on the distal section. The area distal to the distal section of the stent appears to be highly calcified. The outline of the stent deployed in the lad vessel may have been the possible interlayer but from the images this cannot be confirmed. There are no images of the dislodged stent. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.